Manufacturer narrative:
Review of the device history records revealed the instrument was properly manufactured and released in accordance with design specifications. No irregularities have been identified. Visual inspection revealed that approximately 0.088" of the distal tip had fractured and separated from the device. The remainder of the hexalobe edges are slightly rolled over and deformed on one side. The other side is crisp and defined as manufactured. This indicates the instrument failed due to excessive lateral bending/fatigue stress. Users should not expect to see this type of failure when used in a twisting motion as intended.

Event description:
The hexalobe part completely twisted and over torqued. The surgery was successfully completed.